Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m9188l. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. Furthermore four unformed clips were received inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and the lockout mechanism had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during clipping the cystic artery, the doctor realizes that the clip does not consistently close, getting crossed, partially closing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Tracking #: (B)(4). Date sent: 1/19/2016. A1, 2, 3, 4; b6, 7: information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m9188l. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. Furthermore four unformed clips were received inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and the lockout mechanism had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(6) / (B)(4) date sent: 1/24/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up report number 1.